Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the affected device, it was determined that the biometric identifier was not functioning properly and required maintenance. The biometric identifier did not appear in hardware test application mode, and the associated software could not be uninstalled. The field service engineer (fse) replaced the bio ID (biometric identifier). Subsequently, technical support specialist (tss) remotely accessed the device and installed a biometric identifier software update. The update was successful following a proper reboot, and the bio ID began functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier (bio-ID) was working intermittently, and the customer was experiencing frequent issues. During sign-in attempt, the bio-ID light activated, but the system does not accept the fingerprint. An error message was displayed when the bio-ID was used. The customer rebooted the station, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.